Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt called lifescan (lfs) on august 28, 2006, and alleged that the meter was reading inaccurately erratic. The medical affairs specialist was able to classify the case based on the original info obtained by the lfs customer service rep and by listening to the recorded call between the rep and the pt. The pt tested her blood glucose on august 28, 2006, the morning that she called lfs. She obtained a blood glucose result of 230 mg/dl at 5:47 am. At the time of testing, she felt low (she was sweating). She took 2 units of humalog based on the meter result. She retested at 6:04 am and obtained a result of 57 mg/dl. The pt ate breakfast and a few hours later, she retested and obtained a result of 151 mg/dl. The testing technique was correct and the technique for cleaning the puncture site was correct. The pt performed two control solution tests, which passed. This complaint is being reported as the precision test failed and the pt took insulin based on her meter result, while having symptoms that may not have correlated with her symptoms. She treated herself with insulin and retested shortly afterwards obtaining a result of 57 mg/dl. She treated herself and felt better afterwards. A replacement meter has been sent.